Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and device dislocation ('essure isn't where it's supposed to be') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2011, the patient had essure inserted. In 2013, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("extreme, debilitating pain"), anxiety ("anxious") and depression ("depressed"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device and device dislocation outcome was unknown and the pelvic pain, anxiety and depression had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, depression, device dislocation, ectopic pregnancy with contraceptive device and pelvic pain to be related to essure. The reporter commented: she experienced an ectopic pregnancy and was required to end the pregnancy at seven weeks. This case (B)(4) is linked with the second case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: full occlusion and proper placement. Concerning the injuries reported in this case, the following one were described in patient¿s social media: device dislocation. Most recent follow-up information incorporated above includes: on 26-nov-2019: social media received: reporter information was added. New event "essure isn't where it's supposed to be" were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced ectopic pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("extreme, debilitating pain"), anxiety ("anxious") and depression ("depressed"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown and the pelvic pain, anxiety and depression had not resolved. The reporter considered anxiety, depression, ectopic pregnancy with contraceptive device and pelvic pain to be related to essure. The reporter commented: it is likely that plaintiff will need to undergo surgical intervention as a result of her. Plaintiff experienced an ectopic pregnancy and was required to end the pregnancy at seven weeks. This case 2017-216905 is linked with the second case 2017-216918 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion and proper placement incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.